Event description:
The surgeon reported via third party distributor, (B)(6) that a patient was required to undergo a revision procedure due to trunionosis. The surgeon further reported that the patient had extensive tissue necrosis and required extensive debridement. The surgeon reported that the head was revised but the stem was preserved.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Material analysis was not performed as the stem was not returned. A material analysis report was performed on the returned head on 20-may-2015. It concluded "the dark discoloration observed on the lfit v40 cocrmo head was a mixture of biological material and corrosion product. Evidence of a micromotioned induced corrosion process was observed on the internal female taper region. No material or manufacturing defects were observed on the surfaces examined." The event concerning the corrosion of the stem and accusation of trunionosis could not be confirmed nor the root cause determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
The surgeon reported via third party distributor, (B)(4) that a patient was required to undergo a revision procedure due to trunionosis. The surgeon further reported that the patient had extensive tissue necrosis and required extensive debridement. The surgeon reported that the head was revised but the stem was preserved.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown stem. Additional information has been requested and if received, will be provided in the supplemental report. Device implanted.